Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No excessive no delivery alarms were noted. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 452 mg/dl. The customer treated with manual injections in abdomen. The customer had symptoms such as dizziness. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also mentioned that the pump is cracked. The location of the crack is diagonal from the escape key and going to the reservoir window. The customer stated another crack where the battery screws into place. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.